Event description:
It was reported to boston scientific corporation that an advanix-naviflex biliary stent was used during an ercp (endoscopic retrograde cholangiopancreatography) with stent placement procedure performed on (B)(6), 2012. According to the complainant, during the procedure, while attempting to deploy the stent, the suture would not release. The suture was then pulled with force causing the locking mechanism to detach and the pull wire tore through the white portion of the push catheter, stripping it down to the middle of the push catheter. Reportedly the patient anatomy was not torturous and no other device damage was noted. The procedure was completed with different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.